Event description:
It was reported that the customer was taken to the emergency room and was hospitalized three times due to high blood glucose. Customer was in intensive care unit and the blood glucose reading at the time of the last hospitalization was 1100 mg/dl. Caller stated that she does not remember specific details of the other two hospitalizations. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.